Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that tygacil cadd did not empty completely, with about half of the drug remaining. PICC line was positional and had sluggish blood return. Tpa used for white and pink lumens. Only pink lumen was positive for br at end of visit. Midlevel made aware. Pump was serviced. No patient injury was reported.